Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated pacemaker exhibited oversensing with no pacing inhibition. Additional information was received from the field representative that noise and impedance measurement in bipolar configuration was greater than 2000 ohms while normal sensing and impedances was noted in unipolar configuration. Fracture was not confirmed on x-ray and during lead replacement. The device remains in service while the rv lead was surgically abandoned. No additional adverse patient effects were reported.